Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. As it was reported the bottom felt loose the complaint will be coded "loose header". The probable cause for this failure to occur could be bad threads causing the flange to meet torque, polyurethane build up on the threads from the potting process, the dialyzer not being sonically welded due to cross threading of the flange to the housing; sonic welder was not functioning, horn and tip assembly was loose, cracked or corroded, or rough handling of the dialyzer during manufacturing, shipping, or by the end user. This may result in the header cap not being adequately welded and the header cap being able to become loosened and removed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A biomedical technician (bmt) reported to fresenius medical care via email that while setting up a new set of lines and priming everything, an optiflux dialyzer started to leak from the bottom, and the bottom felt loose. Upon follow up, the bmt confirmed the issue was noted during preparation. The bmt confirmed the dialyzer started to leak from the bottom and the bottom felt loose. The dialyzer was pulled off to the side and replaced to resolve the reported issue. There were no machine alarms (none expected). The bmt stated that the sample was not available for return, because he discarded it.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to fresenius medical care via email that while setting up a new set of lines and priming everything, an optiflux dialyzer started to leak from the bottom, and the bottom felt loose. Upon follow up, the bmt confirmed the issue was noted during preparation. The bmt confirmed the dialyzer started to leak from the bottom and the bottom felt loose. The dialyzer was pulled off to the side and replaced to resolve the reported issue. There were no machine alarms (none expected). The bmt stated that the sample was not available for return, because he discarded it.